Event description:
On (B)(6) 2013, a call was received from the hospital requesting an eval of the ventilator's logs. No further info was given at this time. On (B)(6) 2013, the hosp called again stating that the pt had died and needed the eval results. The info gathered so far indicates that on (B)(6) 2013, the ventilator was connected to a pt who had undergone surgery. The pt had developed ards but not complex and weaning was in progress. The pt became agitated and an extra sedation dose was administered. According to the medical staff when the nurse arrived in the room found that the ventilator was disconnected from the pt. A resuscitation procedure was started immediately but it was unsuccessful. (B)(4).

Manufacturer narrative:
Further info has been sought and a supplemental report will be submitted after the investigation. (B)(4).